Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. During processing of this complaint, attempts were made to obtain complete reporter information. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's allegation was confirmed. Based on the results of the investigation, it is likely that the soldering between the autoclavable wire on the up side and the wire stopper was not done rigidly during the repair process of the subject device. This caused the autoclavable wire to come off from the stopper. Additionally, the soldering section precoated on the autoclavable wire experienced interfacial peeling from the wire stopper due to insufficient heating of the solder. The instruction manual states the detection method associated with the event in operation manual 3.2 inspection of the endoscope. Olympus will continue to monitor field performance for this device

Event description:
The issue occurred during therapeutic colonoscopic procedure which was completed using a similar device.

Event description:
It was reported that during an unspecified procedure, the cable of the colonovideoscope snapped and angulation could no longer be performed. There were no reports of delays or patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.